Event description:
During follow-up, oversensing was observed on the right atrial (ra) lead. Lead damage was suspected. The ra lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
A partial lead was returned in one piece. Visual inspection found full breached insulation degradation proximal to the suture sleeve tie down impression. The reported event of oversensing was confirmed, the cause of the reported event is isolated to the full breached insulation degradation.